Event description:
The complainant stated that the head section is flat and cannot be raised.

Manufacturer narrative:
The technician found a hydraulic valve sticking. He replaced the hydraulic valve to repair the bed.